Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. The device remains implanted. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an injector to rupture the posterior capsule when performing an intraocular lens (iol) implant surgery. An anterior vitrectomy was performed.